Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, during hugo scope introduction into the patient, the arm cart assembly (aca) experienced a movement issue when the trained bedside surgeon tried to rotate the camera without a "blue release" button on the instrument drive unit (idu) being pushed. The broken instrument method was used to remove the scope from the trocar, and the arm cart was restarted, after which the procedure was able to continue. There was no injury to the patient.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated an occurrence of an error code due to robotic arm joint 6 of the arm cart assembly failing to maintain its position. This can indicate that extra force may have been put on the joint, leading to an overdrive condition and consequent errors of mismatch in desired and actual position. This extra force usually occurs when an attempt is made to rotate the endoscope without pressing the proper buttons. An error code for 'subsystem robotic assembly validation - desired vs. Actual' and an error code for 'hold position error' were observed. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of this condition can occur from an overdrive on the robotic arm setup arm. The instructions for use (IFU) states, "warning: do not lean or push sideways against the instrument drive unit or instrument track while inserting or withdrawing instruments, to avoid unintended instrument movement and potential patient injury. 1) press and hold one of the instrument drive unit buttons to move the instrument drive unit down the instrument track. 2) use the instrument drive unit buttons to move the instrument drive unit to the top of the instrument track.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, during hugo scope introduction into the patient, the arm cart assembly (aca) experienced a movement issue when the trained bedside surgeon tried to rotate the camera without a "blue release" button on the instrument drive unit (idu) being pushed. The broken instrument method was used to remove the scope from the trocar, and the arm cart was restarted, after which the procedure was able to continue. There was no injury to the patient.